Event description:
During the procedure, the orbit mini complex fill ((B)(4)/ 15600845) stretched in the sl 10 microcatheter. There was resistance/friction noted between the coil system and microcatheter that contributed to the event. After the event, the same microcatheter was used with the next device, and the procedure was completed with turfill and delta coils. The microcatheter was not re-shaped, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The target site was the acom artery with irregular wide neck aneurysm. There was no adverse event, and the device will be returned for analysis. No further information was available.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found zipped and no damages were noted on it. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The hypo tube was kinked; however, this appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks on the device and the stretched embolic coil could not be conclusively determined; however, with review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. It was noted that resistance occurred and contributed to the event, additionally the instructions for use cautions that resistance may lead to coil damage. Therefore, no corrective actions will be taken at this time.